Manufacturer narrative:
(B)(4). Returned product consisted of an express sd stent delivery system (sds) with stent. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded with stent secure on the balloon. Microscopic examination revealed that two rows of the stent had damaged struts that were bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 7.0mmx15mmx90cm express&#59411;d renal/biliary stent was selected to treat the target lesion. However, the stent was deformed and was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.